Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated damage at implant. The returned lead was cut in two pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited fixation difficulty. Unstable thresholds were noted with no capture at high output. The lead was removed and replaced. No patient complications have been reported as a result of this event.